Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the event was a possible superficial implantable neurostimulator (ins) with lead migration. The outcome was resolved without sequelae. Interventions included lead replacement. Signs and symptoms included low back pain, discomfort at the implantable neurostimulator (ins) site due to weight loss, and swelling at the ins site.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-33, lot# v565872, product type: lead; product ID 3889-28, lot# v514031, product type: lead. (B)(4).

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the cause of the lead migration is unknown.

Event description:
It was reported that there was lead migration. The outcome was noted was ongoing. No actions were taken as a result of the event. Signs and symptoms included pain. Later it was reported that the patient called the center with complaints of pain potentially related to the system. Later it was reported that lead v514031 was explanted and lead v565872 was implanted on (B)(6) 2011. They reported that the lead migration was related to the previously implanted lead and not related to the current lead. It was also reported that surgical intervention had not occurred as of the date or the report. It was unclear what lead had migrated and if surgical intervention was required. Follow up is being conducted to determine which lead migrated.

Manufacturer narrative:
Stimulator replacement information was accidentally omitted from previous report.

Event description:
Additional information from the health care professional reported the replacement of the lead and stimulator was on (B)(6) 2015 not (B)(6) 2015.

Manufacturer narrative:
Additional information received reported that lead lot number v514031 is not related to this event.

Event description:
Additional information received reported that on (B)(6) 2014, the patient experienced pain due to an event of lead migration. No actions had been taken at this time for the lead migration.